Event description:
On 9/23/94, according to facility records the male involved was transported to the hosp where a physician in the emergency room was able to severe the catheter above the obstruction, allowing the balloon to deflate. The catheter was then removed without difficulty according to nursing staff who never in attendance. Unable to deflate balloon on catheter. Attempted on 9/23/94 to insert air into port but ballooned at y and appeared to have an obstruction.device labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.